Event description:
Follow up revealed that the patient's ipg is to be replaced due to an alleged increase in recharge burden.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient plans to undergo surgery to perform an ipg replacement. It is currently unknown as to why it is to be replaced.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019, wherein the patient's ipg was explanted and replaced. Therapy has been restored postop.